Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 46 mg/dl. The customer¿s current blood glucose level was 64 mg/dl. The customer was treated with food. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis